Event description:
The customer reported that the generator was not communicating with the workstation which prevents the system from booting properly.

Manufacturer narrative:
The service rep inspected the system and found that it was not completing bootup. By using the debug monitor he observed, no miniview controller node present. The rep inspected the system for loose pcb's/connectors. Found loose p4 on I/o transition pcb. He reseated the connector. System operating as intended.